Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (40-50 mg/dl) in the early morning. Customer ate sugary food to address the issue. Customer's health care provider recommended adjusting the basal rate to resolve the issue. Reportedly, customer had the basal iq feature turned off when low blood glucose occurred.